Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination of the device, can confirm the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the cleaning process it was noticed that the spirale of the spacer block has gone defective. The space block can not be used anymore. No surgery impact. No patient impact.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination of the complaint piece, can confirm the allegation, since it was identified that one spring is deformed. Additionally, another spring was fell apart from the post and it was not returned for examination. No other issues were observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.